Event description:
Caller reported that pump battery would not charge and attempted using a wall outlet with a tandem charging cable, but issue persisted despite shifting to different outlets and adapters. There was no adverse impact to customer's blood glucose level. Cts decided to replace the pump and instructed customer on proper procedure for returning the defective device using a pre-paid label, ensuring insulin delivery continues with current pump until replacement arrives.